Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced a cerebral vascular accident (cva). After a pulsed field ablation (pfa) procedure where a farawave 2.0 cath 31mm - us was selected for use. Physician reported patient woke up from procedure with double vision. Patient had a magnetic resonance imaging (MRI) to confirm acute cerebral vascular accident (cva) occurred. Patient was admitted for a few days; vision was getting better when patient went home. Physician has not seen patient for an update. Procedure was completed. Patient outcome is unavailable per account/customer. The device is not expected to return as it was disposed.